Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. The patient is dependent on the device for function. It was noted that noise was observed on the right ventricular lead. The initial noise observed was not specified but noise reversion was also noted. A suspected issue with the lead coils was also stated. The patient was reported to be stable and is being monitored. No intervention is planned at this time.